Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient's nurse practitioner diagnosed the patient with a fungal rash. The patient applied hydrocortisone cream and fungal cream to the irritation. It's unclear if the nurse practitioner prescribed the patient hydrocortisone cream and fungal cream for the irritation. Reporting out of an abundance of caution. Follow up indicated that the patient's skin irritation improved.